Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient did not have any other symptoms of peritonitis. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from peritonitis and the bag remained to be clear. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the actual occurrence date was unknown; however, it was reported that the reported event occurred about a month prior to (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.